Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The leak was identified during a control run and the instrument generated a flow cell clog error. The leak was described as less than 10 ml of clear liquid leaking inside the lower front door of the instrument, and dripped out onto the countertop. There were r flags (flag to alert operator to review results) on the patient results. Samples were rerun on the other instrument. The operator was wearing gloves, eye wear, and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a cut on the pinch tubing at pinch valve vl41. The fse replaced the tubing to resolve this issue. The fse cleaned the diluent off the table and around the laser, ran startup, latron, and controls. All were within specification. Identification of failure modes: failure mode was attributed to cut tubing at pinch valve vl41. No erroneous results were generated. Upon recur, the failure mode identified will likely cause erroneous differential and/or reticulocyte results due to improper sample/sheath flow from the flow cell to the differential/reticulocyte waste chamber (vc26). Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).